Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the solenoid driver board, due to unobtainable required voltages at tp 2 and 4. In addition, the safety disk was replaced due to hours used and the batteries, doppler assembly, and ac line cord were also replaced. The pm was completed with full calibration, and the unit passed all functional and safety tests per factory specification. The iabp unit was then released to the customer for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) could not obtain the proper voltages on solenoid board for the dip switch settings. No patient was involved. No adverse event was reported.